Event description:
It was reported the pt had swelling at her ipg site. The physician stated there were no signs of infection and the pt was advised to follow up with her physician if the condition persists or worsens. It was reported the physician had ordered x-rays. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.